Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The device was discarded by the customer. An investigation has been initiated based upon the reported information.

Event description:
It was reported that during a neurosurgery procedure via the transsphenoidal route, the patient experienced slight superficial burns to both nostrils. No corrective action was required at the time of surgery. The event did not lead to a significant increase of surgery time (no exact amount of time provided). The exact product ID of the extended cusa excel microtip 36khz was not provided. Several attempts have been made to obtain additional information. To date, no new information has been provided.